Event description:
The customer observed a falsely elevated architect stat high sensitivity troponin-I for one patient. The following results were provided (reference range 0.00 - 0.04 ng/ml): sid (B)(6), initial troponin result= 0.330 ng/ml; repeat results= 0.012 ng/ml, 0.00 ng/ml. Another sample was collected and generated a negative result. The patient was a 40 year old male. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.